Manufacturer narrative:
The 80 cm. Powerflex pro 6 mm. X 4 cm. Balloon catheter (bc) ruptured at ten atmospheres (10 atm.) During the initial inflation. The guidewire and bc were exchanged for non-cordis products. The procedure was finished successfully. There was no reported patient injury. The target lesion was the left common femoral artery. The lesion was reported to be: a 90% stenosis, heavily calcified and mildly tortuous. A non-cordis sheathless guiding catheter was inserted and a non-cordis guidewire was used to access the intended target lesion. Additional information received indicated that there no reported difficulty removing the product from the hoop. There was no reported difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The product was removed intact (in one piece) from the patient. The inflation device used was reported to be an indeflator and the manufacturer was unknown. The following information was reported to be unknown or not applicable (n/a): what contrast media are you using (brand and manufacturer); what was the contrast to saline ratio; was the same indeflator used successfully with other devices; was there any resistance/friction while inserting the balloon through the rotating hemostatic valve; was there any resistance/friction while inserting the balloon through the guide catheter; was there difficulty advancing the balloon catheter through the vessel; was there difficulty crossing the lesion; was the catheter ever in an acute bend; did the balloon deflate normally; if deflation was not normal, how long did it take to deflate the balloon; did not deflate at all; how was the balloon eventually deflated; did the balloon re-wrap properly; if the balloon did not deflate or re-wrap properly, how was the balloon catheter removed; did the balloon catheter kink while being used; was the balloon catheter removed easily from the patient, vessel, etc.; if the balloon catheter did not remove easily, how was it removed. No additional information is available. The product was not returned for analysis. A device history record (DHR) review of lot 15849115 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification, mild tortuosity and a rate of stenosis of 90% may have contributed to the reported event. According to the instructions for use ¿the working pressure range for the balloon is between the nominal pressure and the rated burst pressure. All balloons distend to sizes above the nominal size at pressures greater than the nominal pressure. Consult the compliance chart on the tray label for typical diameters of the balloons at given pressures. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Concomitant products: asahi intecc 55cm sheathless pv guiding catheter, terumo radifocus guidewire. (B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, the 80 cm. Powerflexpro 6 mm. X 4 cm. Balloon catheter (bc) ruptured at ten atmospheres (10 atm.) During the initial inflation. The guidewire and bc were exchanged for non-cordis products. The procedure was finished successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The target lesion was the left common femoral artery. The lesion was reported to be: a 90% stenosis, heavily calcified and mildly tortuous. A non-cordis sheathless guiding catheter was inserted and a non-cordis guidewire was used to access the intended target lesion. Additional information received indicated that there no reported difficulty removing the product from the hoop. There was no reported difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The product was removed intact (in one piece) from the patient. The inflation device used was reported to be an indeflator and the manufacturer was unknown. The following information was reported to be unknown or not applicable (n/a): what contrast media are you using (brand and manufacturer); what was the contrast to saline ratio; was the same indeflator used successfully with other devices; was there any resistance/friction while inserting the balloon through the rotating hemostatic valve; was there any resistance/friction while inserting the balloon through the guide catheter; was there difficulty advancing the balloon catheter through the vessel; was there difficulty crossing the lesion; was the catheter ever in an acute bend; did the balloon deflate normally; if deflation was not normal, how long did it take to deflate the balloon; did not deflate at all; how was the balloon eventually deflated; did the balloon re-wrap properly; if the balloon did not deflate or re-wrap properly, how was the balloon catheter removed; did the balloon catheter kink while being used; was the balloon catheter removed easily from the patient, vessel, etc.; if the balloon catheter did not remove easily, how was it removed. No additional information is available.